Manufacturer narrative:
The journal article noted the events had occurred between november 2012-december 2014, however, the sapien xt approval date is 6-jun-2014. As it is unknown if the events occurred after the approval date, the date was entered as (B)(6) 2014. Investigation is ongoing. Bibliography: petzina, rainer, et al. "Transaortic transcatheter aortic valve implantation: experience from the kiel study." Interactive cardiovascular and thoracic surgery 24.1 (2016): 55-62.

Event description:
As reported by the edwards affiliate in europe, a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " post tavr procedure (dates unknown) four patients had a major or life-threatening bleeding.

Manufacturer narrative:
Additional information was requested but was not forthcoming. A post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the access artery, inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the post procedure major/life-threatening bleeding is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Ref. Mfgr report numbers: 2015691-2017-03875 , 2015691-2017-03878, 2015691-2017-03881, 2015691-2017-03882, 2015691-2017-03883, 2015691-2017-03885, 2015691-2017-04034 , 2015691-2017-04035.

Event description:
As reported by the edwards affiliate in (B)(6), a journal article titled, " transaortic transcatheter aortic valve implantation: experience from the kiel study " reported that post tavr procedure (dates unknown) four patients had a major or life-threatening bleeding.